Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: (B)(6) 2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many devices were involved in this procedure? Please confirm the two and one half boxes will be returned just as a reference?

Event description:
It was reported that a patient underwent a carb surgery on (B)(6) 2020 and suture was used. During the procedure, the needle popped off of the suture. There were no adverse patient consequences reported. Additional information was requested.